Event description:
One to three minutes into the treatment, an air in blood alarm was activated. There were visible microbubbles in the arterial and venous lines. The venous line had 2 segments approx 2" long and a short, thin segment of microbubbles ending at the catheter connection. A large bubble was visible at the venous line clamp. There was no pt injury or medical intervention.